Manufacturer narrative:
H3: device evaluated summary- visual and functional inspection revealed the balloon has been damaged. The damage is multiple gouge holes in the middle portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, compression fracture involved in the l4 bkp (balloon kyphoplasty) procedure. It was reported that intra-operatively, ibt ruptured during inflation. Patient was not allergic to contrast media. Pressure before rupture: about 200psi. No fragments of the ruptured balloon remained in the patient's body. The procedure was performed successfully by using the reported product. There was no delay in overall procedure time. Labeling was followed throughout the procedure. No symptoms or complications reported as a result of this event. No health damage in the patient was reported. Preoperative CT showed some hardening part. The drill was changed slightly in direction and the balloon was placed carefully. Immediately after the balloon was inflated to strain, the pressure of the left ibt became ¿0¿, so the product was suspected to be damaged and when the balloon was deflated, blood entered, so it was removed, and the cement was continued to be placed as it was. Cement was inserted 6cc on both sides and there was no leakage outside the vertebral body. On 2021-august-03, received updated information that when inflated in the vertebral body, the product inflated to strain. An attempt was made to prepare the curette, but the pressure became ¿0¿, and the balloon was deflated and removed. Since the inflation had been completed to some extent, the cement was continued to be placed as it was, and the procedure was completed.